Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead extraction procedure, the pulse generator exhibited a diagnostics anomaly after exposure to electrocautery. The device was explanted and replaced. No patient symptoms were reported.